Event description:
It was reported that the patient received inappropriate therapy due to double counting on t-wave. The device was reprogrammed. On (B)(6) 2010 an induction test was performed but many r-waves were not sensed. The physician has not decided yet whether to replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The lead was capped.